Event description:
Hold cc 3.7 it was reported that multiple occlusion alarms occurred. Customer changed the cartridge to resolve the issue. Customer's blood glucose was within range (value not provided).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.